Event description:
Rep reported that patient was admitted for a sub arachnoid hemorrhage. Patient was treated with an eds 3 and it was noticed that the tubing from the proximal end of the catheter to the csf port became dislodged and separated. Csf leakage was discovered on the floor. A CT confirmed that the patient's condition was not any worse than when he was admitted as a result of the leakage.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed.